Event description:
A rn was in the process of injecting a medication into a PICC line when he discovered that the rymed invision plus connector - IV port cap was disintegrating. He went to pull back the syringe and particle from the rubber port went into the syringe. If he had not been paying attention, it would have been pushed into the PICC line.